Manufacturer narrative:
(B)(4). Additional information was provided: the patient underwent a cataract operation with the implantation of an artificial lens was carried out on (B)(6) 2013, because of a reduction in visual acuity, due to an age-induced clouding of the lens in the left eye. During the operation the already implanted artificial lens was removed because of a material defect and a new intact artificial lens implanted. On the first day after the operation a slightly gaping wound split appeared and a thread (stitch) was added to secure the wound closure. That came to astigmatism. Before the operation, there was a refractive error in the left eye of + 3.0 diopter (dpt) with -0.25 cylinder (cyl). On 90 degree axis, after the operation there was a refractive error of +2.5 dpt with 2.75 cyl 80 degree axis. After the operation there was a slight clouding of the cornea due to water gathering in it. After the completion of the wound healing, no clouding in the cornea is documented. After the completion of the healing of the wound, a visual acuity of 1.0 was given with +2.5 dpt with -2.75 cyl 80 degrees axis. Further information was provided in statements by secondary physicians: there was an indication to carry out a cataract operation with the implantation of an artificial lens due to the reduced visual acuity. After the effected comprehensively documented resolution, in particular on the consequences of an eventual corneal change (corneal endoteliopathy), the necessary exchange of a defective / wrong artificial lens and the occurrence of a twist in the cornea, the operation was carried out with consent. During the operation an exchange of the artificial lens was necessary because of a material defect. Usually the wound would not be stitched, for many reasons, one of which is to avoid twisting the cornea. Because of the (gaping wound) a stitch had to be put in for healing. This stitch was then removed again. The resulting twist in the cornea had as a consequence that after the operation different glasses, than originally planned, were necessary to achieve visual acuity. Also the possible weakness of the nourishing inner layer of the cornea and the consequences of a disturbance during the operation were explained. The endothelial cell count served to confirm the diagnosis after the delayed healing time. A handling error is not recognizable. An additional statement was provided explains that, because of a material defect of the lens, lens explantation was necessary. Therefore a larger incision was necessary, which must be healed with a stitch, through which the corneal twist arose. The corneal astigmatism was induced through the larger incision and the stitch. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Device evaluation: the intraocular lens was not returned for an investigation. Manufacturing record review: a review of the manufacturing records and process was conducted. The manufacturing record was reviewed and was found within specifications. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. There were no non-conformance reports (ncrs) found during the review that were related to this complaint. Lenses are 100% inspected at 10x microscope magnification. The lenses are 100% measured for diopter power, resolution, and contrast. No issues were reported when this lot was completed. A search on complaints related to the production order revealed that no other complaints similar to this complaint were received. Based on the investigation, there was no indication of a product malfunction or product quality deficiency. Labeling review: a review of the directions for use (dfu) for the tecnis intraocular lens was performed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted (B)(6) 2013, in the patient's left eye. Reportedly, the intraocular lens had to be explanted because of a defective change in the lens, which was only apparent after the lens was implanted. No definition of the defect was provided. As a consequence there was a remaining astigmatism. The patient holds that the implant was carried out defectively, in his opinion and reportedly an instrument caused a hole in his cornea, so that a stitch had to be put in. The thread had to stay in the eye until (B)(6) 2014 ((B)(4)). The patient reportedly still suffers from astigmatism and a visual defect. A small leak was established on the following day and was sewn with a corneal stitch (or thread). The astigmatism which remains with the patient is a consequence of the necessary exchange of the first implanted and damaged artificial lens. The patient was informed of the possibility of an astigmatism, which could be corrected with glasses. The explant date of the lens was not provided. No further information was provided.